Manufacturer narrative:
D10 concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n3f0468y); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the reload fired approximately 1cm then stopped. After seeing the powered stapler stop, the doctor pressed the up button to bring the knife blade back to the home position, leaving partially formed staples and the reinforcement material attached. The reinforcement material was cut with laparoscopic scissors and removed. The reload was removed. A new reload was used to complete the firing after some malformed staples were removed. Suturing was done as a staple line reinforcement.